Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual & microscope inspection of the device revealed spring tip was observed bent, kinked and a wire was observed protruding from the spring tip.

Event description:
Reportable based on device analysis completed on (B)(6). 2024 it was reported that there was a guidewire tip issue. The 85% stenosed, 15mmx3.0mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 330cm rotawire and wireclip torquer was selected for use. During the procedure, a tip of guidewire issue was suspected. The procedure was completed with another of the same device. No complications reported and patient was stable. However, device analysis revealed a wire protruding from the spring tip.